Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition for less than two seconds of asystole and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient experienced lightheadedness. An invasive procedure was performed. Upon removing the device from the pocket, the lead terminal pin was observed to not be fully inserted into the device header. The physician elected to explant and replace the lead. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.